Event description:
Patient reported patient's representative "simple cysts smaller than 1.5 cm, lumps in the armpit, swollen breast, persistent inflammatory changes, late seroma, pericapsular fluid, increased breast volume, axillary nodules, bi-rads IV classification, and immunological investigation with positive cd30 marker". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma, and lymphoma suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "simple cysts smaller than 1.5 cm, lumps in the armpit, swollen breast, persistent inflammatory changes, late seroma, pericapsular fluid, increased breast volume, axillary nodules, bi-rads IV classification, and immunological investigation with positive cd30 marker". Further information: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event lymphoma ¿ alcl - suspected is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in pfmea-silicone filled bi and sizer assembly, smooth (v3.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.